Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that they were unable to use their freestyle flash meter as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or report of mistreatment associated with this event.